Manufacturer narrative:
(B)(4). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the retainer ring. Customer stated that the retainer ring was missing. It was reported that the reservoir able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.